Manufacturer narrative:
No x-ray views have been provided to abbott, so we cannot fully confirm the event. However, based on the event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to abbott for analysis.

Event description:
During an elective device replacement procedure, externalization was observed on the right ventricular (rv) lead. The rv lead was capped and successfully replaced. The patient was stable with no adverse consequences.